Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual evaluation under magnification shows moderate electrode wear with dried tissue present on the screen. There is discoloration present on the cap from activation of the device. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to maintain the formation of plasma or having inadequate suction. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that during arcr, the wand didn't function and it was unable to cut the tissue. The out-put sound was confirmed. A competitor device was used to complete the procedure. There was no delay and no patient injury was reported.